Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic lap hartmann's procedure there were two error messages on the generator displaying seal and cut short circuit error, after completion of a probe check the generator highlighted ok. Upon continuation of the procedure the bottom of the prove broke off in the patient. It was retrieved using a lap grasper and the procedure was completed using a new probe. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturers investigation results as well as field updates to d4 (lot, UDI), d9, and g1. The customer returned tb-0535fcs with lot/serial number (B)(6) on the grip handle. Upon return, it was noted that the product information was associated with a different registered site. The registered site for this product is brooklyn park, mn (3011050570) and not aomori, japan. The grasping section was inspected under the microscope and the tissue pad in the grasping section was found to be worn away, the coating of the probe was partially peeling, the coating of the grasping section (jaw) was partially peeled off, the probe had contact marks, and the non-insulated area of grasping section (h-electrode) had contact marks. The device was attached to a usg-410 and a probe check was performed, which it passed. The seal button and the seal & cut button performed as expected. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The device passed the function test. Olympus was not able to confirm the customer failure as there was no crack or break in the probe. Additionally, when the probe check was performed, no abnormality occurred and output also occurred when tested. Neither the root cause nor most probable cause were able to be identified as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.